Event description:
On (B)(6), 2003, this pt was implanted with two gore excluder bifurcated endoprostheses to treat an abdominal aortic aneurysm. Final angiography showed no evidence of endoleak, and the pt tolerated the procedure. On (B)(6), 2010, an unspecified endoleak and aneurysm enlargement from 4cm to 5cm was identified. On (B)(6), 2010, a CT demonstrated the aneurysm had enlarged, with evidence of a type I endoleak due to distal migration of the trunk-ipsilateral leg component. On (B)(6), 2010, an additional endovascular procedure occurred to treat distal migration and aneurysm enlargement. Two additional devices were implanted, and final angiography showed no evidence of endoleak. The pt tolerated the procedure.

Manufacturer narrative:
Method - a review of the manufacturing paperwork has been conducted. Results - the review of the manufacturing paperwork verified that this lot met all pre-release specifications.